Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was consumed.

Event description:
Treatment of a dural fistula with onyx. During onyx injection, it was reported that there was resistance encountered and the injection was stopped. Afterward, the physician continued to inject onyx with no resistance felt. The physician noticed the onyx was flowing into an unintended area of the anatomy through a hole in the distal section of the catheter. No patient injury reported. Same event as MDR#2029214-2009-00045.